Manufacturer narrative:
The insulin pump received no button response due to flattened up button dome switch. The device had no button error alarm during testing and was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched case, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 45 mg/dl. Troubleshooting was not performed. The device was returned for analysis.